Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she received a motor error alarm during bolus; customer was to able to clear it, but the same problem continued to occur. Customer's blood glucose was 152 mg/dl. Insulin pump replaced.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube, cracked battery tube threads, minor scratches on display window, broken reservoir tube lip and broken belt clip slot.